Event description:
Boston scientific received information the right atrial (ra) lead had dislodged. It was confirmed through fluoroscopy that the ra lead had completely pulled back. The lead was repositioned successfully and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.